Event description:
It was reported that a merlin.net transmission revealed a high, out of range hv lead impedance. The patient was brought into clinic and it was discovered that the pocket had eroded and the device had come completely out of the pocket. The patient had taped the device to his chest until his next scheduled follow-up visit. The device was explanted. Patient was treated with antibiotics.

Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory and was due to the device coming out of the pocket. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.